Event description:
Proximal shaft kinked at the yellow strain relief/green proximal shaft junction. The physician was able to perform the procedure without this affecting the case. The kink occurred during the injection of contrast and the catheter was bent too far.

Manufacturer narrative:
Technical eval: based on the incident description, the physician had noticed a kink at the yellow strain relief/green proximal junction near the hub area during injection of the contrast. Visual inspection under the microscope shows that the device was slightly bent when injecting contrast through the rhv which kinked the device at the junction. The kink was not deep enough to collapse the lumen of the catheter. The root cause of the failure could be attributed to the user bending the device at the junction of the hub and the main shaft while attaching the rhv. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. A review of the device history record (DHR) was completed on part # 16260-03 /a, (lot # l13971). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The DHR review of final assembly (lot # l13971) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. The parts released in this lot met process requirement.